Manufacturer narrative:
This incident appears to be related to insufficient pre-drilling of the pilot whole which may have led to increased force being placed on the implant during placement, which then led to the fracture. The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force.

Event description:
It was reported to 3m espe on (B)(6) 2014, that a 1.8x13mm mdi standard o-ball and collar implant broke during implantation on position 32 and the apical fragment was removed in an additional surgery on the same day. The fragment was removed with a surgical fraise and a cutter without any complications. The dentist stated that the pt is doing fine without any ongoing symptoms.